Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited signs of electromagnetic interference. No intervention was performed. The patient's condition was unknown.